Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 6.0 inr on the comparison lab. Coumadin was held based on both results. No adverse event reported. Requested return of suspect system and replacement was sent.